Manufacturer narrative:
An event of the valve not fully expanding was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no angulation or kink noticed in the delivery system and there was no interaction with cardiac structures. The device was returned for analysis, and no anomalies were found. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the valve was not correctly sized or there were anatomical constraints at the chosed implant depth. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During implant it was noted that the device did not fully expand. The device was removed from the patient and replaced with a new 27mm navitor transcatheter aortic valve. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.